Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video, the blue slide clamp was observed assembled in an inverted position (notch away from the roller clamp). The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set was incorrectly assembled. It was observed that the blue tab (blue slide clamp) was upside down which did not allow it to connect to the infusion pump. This was noticed while placing parenteral nutrition in the pump during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.